Event description:
Same case as: 2134265-2014-06315. This complaint is now reportable based upon the device analysis completed on (B)(4) 2014. It was reported that the burr became stuck on wire. A 1.75mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were selected to treat to target lesion. During procedure, the footswitch was stepped, however, the burr did not rotate. It was noted the burr was unable to be removed from the rotawire. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good. However, device analysis revealed a broken wire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The unit returned has the wire kinked and broken. The visual and tactile inspection was performed and the device returned stuck inside the catheter. The device was removed from the catheter and was found kinked along the body. Moreover the distal section of the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).